Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The returned balloon was ruptured and the rupture split the balloon into two sections that remained attached to the catheter. The catheter appeared to have been cut approximately 9 cm from the proximal balloon joint. The balloon could not be inflated in this condition. Due to the condition of the balloon it could not be determined if a small section less than 5 mm is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope positon or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon". The instructions for use also contain the following precaution: "entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation". Instructions for use contain the following warning: "recommended 100% balloon inflation pressure can be found on q.i.d. And on catheter tag of balloon dilator". Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure to dilate an esophageal stenosis, a cook quantum ttc esophageal balloon dilator was used. The balloon could not be inflated after injecting water. The device was removed and a leak was observed. No section of the device detached inside the endoscope or patient. Another balloon was used to complete the procedure successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.